Event description:
According to the report, the gradient became excessively high and surgical intervention was required approximately nine months post operatively. The surgeon attempted to place a prosthetic valve inside of the allograft after removing the allograft valve leaflets. When the surgeon started to suture the prosthetic valve, the allograft started to tear and would not hold suture. The surgeon stated that the allograft appeared to be rubbery and extremely friable.

Manufacturer narrative:
According to the report, approximately nine months after implantation of synergraft pulmonary valve and conduit the patient developed an excessively high gradient that required surgical intervention. The surgeon attempted to place a prosthetic valve inside the allograft after removing the allograft valve leaflets. When the surgeon started to suture the prosthetic valve the allograft started to tear and would not hold suture. The surgeon stated that the allograft appeared to be rubbery and extremely friable. The allograft was submitted to pathology at the hospital. Histologic evaluation of the allograft showed plasma cells in the conduit indicating a possible immune response to the allograft. As such, an investigation was performed. A review of the processing records revealed the allograft met all processing specification prior to release. A review of the raw material component records revealed at all records were controlled, available for review, and met all physical, functional, microbial, and chemical specifications. There were no material deviation reports or positive microbial reports associated with this allograft. At the time of release and currently the allograft mets all release criteria. Slides prepared by the hospital were sent to cryolife and were evaluated. Histologic findings did show dense scar formation with a mild chronic inflammatory infiltrate. The presence of plasma cells raises the possibility of an antibody mediated immune response; however, this cannot be confirmed. The precise cause of early graft failure in this case cannot be determined from the available information. However, an immunologic process must be considered a possibility. Future complaints will be monitored for similar occurrences.

Event description:
The patient called the nurse to the room. Blood was noted backing up in the IV tubing. The patient had just come from the bathroom. The nurse found the distal section of the IV tubing (baxter solution set with duo-vent spike, 0.22 micron high pressure extended life filter, 1 clearlink valve 6" from the male luer link adapter) separated from the y-port connection. The patient denied any knowledge of what might have happened to the tubing.====================== health professional's impression======================unknown

Manufacturer narrative:
An investigation has been initiated and any additional information will be reported in the follow-up report.this report is being submitted as required by federal regulations and does not constitute an admission that the allograft caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.